Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm or no delivery/insulin flow blocked alarm noted during testing. Pump error 53 alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 138 mg/dl. The customer reported that the insulin pump had software error detected alarm and an error in the motor was detected by reading unexpected value from hall sensor alarm. They stated that they were able to clear the alarm but were unable to rewind the insulin pump. They also reported that the insulin pump had no delivery alarm but the insulin exited after troubleshooting. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.